Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for (B)(4). It was reported by the sales rep that while checking tray before sterilization, it was observed that three screwdriver devices would not fit the screws properly. There was no procedure nor patient involvement reported. No additional information was provided. This complaint involves three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sd scrwdrvr shft/t4 50/self-retain/hxc was found the device tip wear. This can be related with the unable to assemble. No other defect was found. A dimensional inspection for the sd scrwdrvr shft/t4 50/self-retain/hxc was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A functional test was not conducted since the mating device was not returned for examination as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the sd scrwdrvr shft/t4 50/self-retain/hxc would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes, no issues. Dimensional inspection: n/a. Device history: manufacturing location: supplier- bachler feintech / monument. Manufacturing date: 17-nov-2021. Part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. Lot number: 97p6252 (non-sterile). Lot quantity: (B)(4). Eight pieces were scrapped in cell at op #60, vendor tin coat, for destructive testing. Production order traveler met all inspection acceptance criteria apart from the eight pieces noted. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection, met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from bachler feintech for op # 10 (vendor machine) dated 06-may-2021 was reviewed and determined to be conforming. Heat treat inspection certificate supplied to bachler from harterei schmid ag dated 14-jun-2021 was reviewed and determined to be conforming. Hardness specified at hrc 57-60; hardness certified at hrc 58.40-59.0. Note: hardness range specified on inspection certificate indicates hrc 56-60 however, our specification is defined as hrc 57-60. Inspection certificate supplied to bachler from l. Klein sa (for raw material) dated 17-sep-2019 was reviewed and determined to be conforming. Certification of analysis supplied by ionbond for op # 60 (tin coat) dated 22-oct-2021 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for op #80 (colorize) dated 08-nov-2021 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection of the product that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.